Event description:
It was reported that 20 days following a coronary artery drug eluting stenting treatment procedure, there was a stent fracture. The index procedure treated a 95% stenosed lesion located in the right coronary artery (rca). A 6 fr jr4 guide catheter was inserted into the right femoral artery and a luge guidewire was advanced across the lesion. The mid rca was predilated using a 2.5x15mm maverick balloon inflated twice to 10 barr for 15 seconds. A 2.5x24mm taxus express2 drug eluting stent was deployed at 16 barr for 30 seconds and inflated a second time to 16 barr for 15 seconds. The proximal segment appeared under-dilated and this area was dilated using 2.75 x 15mm quantum maverick balloon inflated to 16 barr for 30 seconds. A 3.0x12mm taxus exprees2 drug eluting stent was deployed at 12 barr for 30 seconds in the proximal rca "with good angiographic result." "The patient tolerated the procedure well and there were no immediate complications". Medications received during the procedure included heparin, integrilin, versed, fentanyl, nitroglycerin. The patient was discharged from the hospital one day after the procedure. Discharge medications prescribed included aspirin, plavix, cardizem, altace, ditropan, zoloft, vytorin, and estrogen. Twenty days after the index procedure, the patient presented with recurrent angina with a mildly elevated troponin level. Coronary arteriography of the rca revealed that the stent in the proximal rca was widely patent. The stent in the mid rca, which overlaps the stent in the proximal rca, "appears to have a near complete disruption in the mid to distal portion of the stent. There is diffuse 30-40% narrowing within this region. Distally, minimal atherosclerotic change is noted with no high-grade obstruction identified." A 6 fr jr4 guide catheter was inserted and a luge guidewire was advanced across the lesion located in the rca. The lesion was predilated using a 3.0x20mm quantum maverick balloon inflated to 16 barr for 20 seconds and again to 16 barr for 15 seconds. A 3.0x28mm taxus express2 stent was then deployed at 14 barr for 30 seconds over the area of stent disruption with a good angiographic result. "This appeared to reestablish continuity of the vessel and there was timi grade 3 flow following the procedure". Medications received during the procedure included heparin, nitroglycerin, fentanyl, and versed. "The patient tolerated the procedure well with no immediate complications". The patient was discharged from the hospital two days after this procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine tha root cause of this event. Should further relevant information becomes available; a supplemental medwatch report will be filed.